Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, the instrument was difficult to remove from the application site. The surgeon manually manipulated the device open without pt injury.